Manufacturer narrative:
(B)(4). The lot was manufactured from june 29, 2015 to july 6, 2015. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed and revealed a leak from the vent on the bottom of the filter. The reported condition was verified. However, it was reported that total parenteral nutrition (tpn) was used with the device. Therefore, the cause of the condition was determined to be a use error. The device's filter is not compatible with tpn solution per the label copy which states that blood, emulsions or medication not totally soluble in the carrier solution cannot be administered through the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking from the filter. This occurred during priming. There was no patient involvement. No additional information is available.